Manufacturer narrative:
(B)(4). Concomitant medical device: m2a-magnum pf cup 64odx58id, # item: us157864, lot: 792860; unk head, unk liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was being revised approximately seven years post initial surgery due to pain. During revision procedure, the 18mm femoral stem would not seat properly. The surgery was completed with another size stem.

Manufacturer narrative:
Reported event was confirmed by review of op records. Revision op notes demonstrated that the patient had right hip revision due to pain. During the revision, it was identified femoral head could not be disassociated from the stem with noted trunnionnosis. Reamed the femoral bone to 18mm and the 18mm stem implant did not seat properly, a 17mm stem was implanted instead. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.